Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer needed the personal profile settings to be adjusted. To treat the low bg, the customer consumed juice. Recommendation was made to consult with health care provider regarding adjustment to the pump settings.